Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 events were reported for this quarter. 3 devices were received for evaluation. 3 events were not duplicated. 1 device was found to be affected by worn components. 2 devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device overheated. 2 reported events had patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 3 malfunction events in which the device overheated. Two reported events had patient involvement; no patient impact. One event had no patient involvement; no patient impact.